Event description:
Boston scientific received information that this device was exhibiting cross-talk on the ventricular channel with some pacing inhibition. The patient had mild symptoms reported. Technical services discussed programming options to alleviate this issue.

Manufacturer narrative:
The device and right ventricular (rv) lead remain in service at this time. Should additional information become available, this report will be updated.